Event description:
It was reported that the right atrial (ra) lead displayed high thresholds while the physician was replacing the implantable pulse generator (ipg). The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5071-35 lead implanted on (B)(6) 2017; 5071-35 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.